Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not find any evidence of product failure or product contribution to the reported unsatisfactory flexion. The investigation could not draw any conclusions about the root cause of the reported event; however, the initial reporting suggests the size device selected at revision surgery did not achieve the desired flexion. Provided information stated the products were not suspected of failing to meet specifications or being contributing factors to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address unsatisfactory flexion. Surgeon believed implant to be oversized, so he explanted femur and insert and reimplanted a smaller femoral component with a corresponding insert.